Event description:
Reporter alleged the compact blood glucose monitoring system generated a result, prior to the test strip being dosed with blood or control solution. Customer did not provide an exact value that was generated, but stated having difficulty lately with keeping the system nose cover on the meter. The location of the alleged incident was not provided. As a result, no actions were taken and no treatment was received. A request was made for the return of the suspect product and replacement product was sent. Compact system and compact test strip drum catalog number 3149072 with an exp. Date of 09-30-07.

Manufacturer narrative:
The suspect product is the compact meter.